Event description:
It was reported that at day 3 since set-up, the suction of the pump was too weak & failed to create negative pressure on the dressing, user replaced it to a new pump from another set and worked well. There was no patient impact reported.

Manufacturer narrative:
Our investigation into this complaint has now concluded. The returned pump was passed to our in house experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our experts have provided a report of the analysis undertaken, this confirmed that the device performed as expected without issue. A device history record review was carried out for the batch number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product. In addition to this a complaints history review was run using the lot and product code numbers provided, there have been no further complaints raised for this issue. Potential causes for the pump failing to maintain vacuum are: dressing not applied properly, without creases and fixation strips; filter/port not adhered to dressing correctly; connector not correctly fastened and secured to the pump; tubing trapped, folded over/kinked causing a blockage; dressing integrity has been compromised prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.